Event description:
Customer reported that pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to plug the pump into a different, functioning wall outlet and leave it connected for at least 30 minutes to see if charging would commence. Follow up attempts were made to contact customer to confirm the battery charging issue was resolved; however, no response was received.

Manufacturer narrative:
Additional information received: pump successfully began charging after leaving the pump plugged into the power source.